Event description:
It was reported that the stylet was stuck in the lumen of the lead and the lead was unable to be positioned. The lead was explanted and another lead was implanted. No patient complaints have been received as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed with no anomalies found. The inner tubing was kinked/buckled, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and the lead was damaged at implant.